Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed and conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead had stored episodes with noise and oversensing. Technical services noted that the noise and oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). Noise was observed on both the right atrial (ra) lead and right ventricular (rv) leads. In addition, there were two recorded out of range pace impedance measurements; ra impedance measurement of greater than 3000 ohms in the ra ring to can configuration and a recorded impedance measurement of less than 200 ohms in the rv tip to can configuration. Auto threshold tests were successful and within normal limits. During the most recent daily measurement test, the ra and rv lead measurements were within normal limits. Technical services was consulted and recommended troubleshooting options. The device system remains in service at this time. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead had stored episodes with noise and oversensing. Technical services noted that the noise and oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). Noise was observed on both the right atrial (ra) lead and right ventricular (rv) leads. In addition, there were two recorded out of range pace impedance measurements; ra impedance measurement of greater than 3000 ohms in the ra ring to can configuration and a recorded impedance measurement of less than 200 ohms in the rv tip to can configuration. Auto threshold tests were successful and within normal limits. During the most recent daily measurement test, the ra and rv lead measurements were within normal limits. Technical services was consulted and recommended troubleshooting options. The device system remains in service at this time. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported out of range pacing impedance measurements, oversening and noisy signals. This device was included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.